Event description:
It was reported that the patient¿s second pump was ineffective and unable to supply therapy. It seemed that the pump never worked properly since it was implanted. The physician attempted a test by the lateral access with positive effects, some single boluses were performed with no therapy delivery. The patient felt the therapy effects only one time with two consecutive single bolus of 50 micrograms. Further attempts had been performed in the same conditions but without healthy effects. It was also reported that the patient experienced no symptoms related to the event. Ultimately, this resulted in the pump explant and it was replaced with the patient¿s third pump. No diagnostic testing or troubleshooting was performed and reported as not required. The issue was reported as unresolved and the cause undetermined. At the time of the report the patient's status was reported as alive-no injury. The patient seemed to feel the benefits of therapy with the third pump. He was receiving 300 micrograms/day and in the previous pumps the therapy had been raised up to 600 micrograms/day. This device system delivered baclofen. Additional information was requested to clarify event detail, associated symptoms and model/serials of devices. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
No anomalies were seen through analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
The pump serial was now provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).